Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the tracheal intubation was used for three days, air leakage was found. It was indicated that the device was replaced with the same model. There was no patient injury.